Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted a recurrence of the superior portion that had been placed. He could feel the mesh under the skin. Omental adhesions were found at the mesh site. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.